Event description:
It was reported that a patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited far r oversensing, high capture threshold and decrease in p wave amplitude. Subsequent chest x-ray examination confirmed atrial lead dislodgement. It was noted that this lead had previously dislodged during the initial implantation procedure but had been repositioned and secured at that time. Programming changes were made before the lead was revised. The lead was explanted and replaced. The patient was in stable condition.